Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user observed intermittent "backflow" alarms. The user stated the alarms occur when the flow to the centrifugal pump is clamped. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.